Event description:
Related manufacturer report number: 1627487-2022-00970. It was reported that patient had their system explanted on (B)(6) 2022 due to feeling weakness after being implanted.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2022-00970. It was reported that patient had their system explanted on (B)(6) 2022 due to feeling weakness after being implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.